Event description:
As reported to coloplast, though not verified, legal representative stated the patient with this device experienced erosion, pelvic / perineal pain, bleeding, urinary tract infection with hematuria, mesh exposure and removal of posterior mesh erosion.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated. Date of event is an estimated date.